Event description:
It was reported that a power source alert occurred. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The customer resolved the issue by leaving the wall adapter plugged into a working outlet for at least 30 minutes, after which the pump began charging, and no further assistance was required.